Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and exhibited a red alert for a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular channel. No changes have been made at this time and the crt-d remains in service. No adverse patient effects were reported.